Event description:
It was reported that the unspecified bd micro-fine¿ pen needle was damaged and difficult to press. Additionally, another injection only released a few drops of insulin after 15 seconds of waiting. The following information was provided by the initial reporter: "the patient received insulin lispro (rdna origin) injections (humalog u100/ml) via a reusable pen (humapen luxura hd), 8, 8.5 and 9 units, thrice daily via unknown route, for the treatment of diabetes mellitus, beginning on an unknown date 5 years ago (2016). On an unknown date in (B)(6) 2021, for 3-4 months, while on insulin lispro therapy, patient had broken application pen, that was hard to press (pc#, lot# unkown) but it went forward. Patient used the same application pen for 5 years, it fell down but continued using the pen and there was no problem. On an unknown date, while on insulin lispro therapy, patient's relative was unsure if the patient received complete dose as they did injection with half dose, patient¿s relative was waiting almost 15 seconds then 1-2 or 2-3 drop insulin was dropping and patient's blood sugar level got high (no values, units or reference ranges provided). Patient was using bd micro fine needle tip. On (B)(6) 2021, while on insulin lispro therapy, patient¿s 3 months blood sugar (hba1c) level was measured to be 10.6 (no reference ranges provided). Information regarding corrective treatment and outcome of the events were not provided. Insulin lispro therapy was ongoing. No follow up will be attempted as patient¿s relative did not give consent for follow up procedures. Patient's family member (mother) was the operator of humapen luxura hd device and her training status was not provided. The general model duration of use and the suspect duration of use for humapen luxura hd device was 5 years. The action taken with the suspect humapen luxura hd device and its return status was unknown. The initial reporting consumer did not provide relatedness assessment of the events with insulin lispro drug and/or suspect humapen luxura hd device."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Due to the batch being unknown, no DHR review can be completed. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.